Manufacturer narrative:
The device was returned and the evaluation confirmed the customer's allegation. There was sticky foreign material on the insertion tube and the light guide. There was white residual on the air/water channel, and yellow foreign material in the biopsy channel. Advanced diagnostics was performed and the device failed the water capacity. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope experienced clogging and inability to flush as it was covered in sticky material from the patient. The issue occurred during a diagnostic colonoscopy procedure. The procedure was stalled and stopped due to the patient's colon being full of gum. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "procedure ended and stalled because the subject device could not be flushed" (event 1) was presumed to have been due to the following: ·a large amount of gum remained in the patient's colon, which adhered to distal end while using the subject device. As a result, the suggested event occurred. The suggested phenomenon of "yellow foreign material adhered to biopsy channel" (event 2) and "white foreign material adhered a/w [air/water] channel" (event 4) was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "sticky foreign material adhered to insertion section" (event 3) was presumed to have been due to the following: ·a large amount of gum remained in the patient's colon. Additionally, foreign material which adhered to insertion section was sticky. Therefore, mbc consider that the foreign material which adhered to insertion section was possibly gum. Per suggested event 1: as there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Per suggested events 2, 3, and 4: the instructions for use (IFU) states methods of detection in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.